Event description:
The report states "call from speedez. [The clinician] had a pump that was continuously alarming system error 3. She had swapped the console prior to calling the hotline. The patient is on the second console, pumping. I had her save one of the strips with the system error 3 message and tape it to the pump so biomed knew what the alarm had been when they get the pump in the department later this morning. [The clinician] had no further questions and will be sure the pump gets to biomed". Additional information states that there was no medical intervention necessary. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of system error 3 alarms is confirmed based on the pictures provided by the customer. The hospital's biomed was not able to duplicate the reported issue. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the system error 3 alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "call from speedez. [The clinician] had a pump that was continuously alarming system error 3. She had swapped the console prior to calling the hotline. The patient is on the second console, pumping. I had her save one of the strips with the system error 3 message and tape it to the pump so biomed knew what the alarm had been when they get the pump in the department later this morning. [The clinician] had no further questions and will be sure the pump gets to biomed". Additional information states that there was no medical intervention necessary. The patient condition is reported as "fine".